Event description:
Customer reported the insulin pump alarmed button error. Customer's blood glucose was 357mg/dl. The device was in the customer's pocket when the device alarmed. Customer states he was hospitalized two days due to a stroke. Customer was unable to continue troubleshooting. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.